Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the delivery device was removed but the capsule was still on the device. The capsule did fall off the device later. The pt was not injured following the procedure.